Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct complaint awareness date and initial reporter information. The following fields were updated accordingly.

Event description:
Lift went up on its own.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Lift went up on its own.